Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: call service 064-0008 alarm observed in black box, alarm history and duplicated. Internal moisture damage on motor flex connector. Due to moisture, motor is not working.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.